Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "pain". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, b6, b7, h6.

Event description:
Patient reported via bifs "firm and looks abnormal due to capsular contracture" baker grade unknown. Patient later reported right side "moderate" breast pain. Patient later reported right side revision surgery performed due to "muscle band release". This record is for the right side. Device was explanted and replaced.